Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. On the morning of (B)(6) 2022, the patient cgm had signal loss with no readings. The patient reported that the cgm shows that she's too far away and showing signal loss even if she's just 12 inches away from the device. The patient had an appointment that day, so she decided to check the dexcom later. While driving, she was not aware of her cgm readings, because of the signal loss and started to experience symptoms. She stated she 'didn't feel right'. She felt dizzy, tired and sleepy. Due to the symptoms she was experiencing, the patient drove on the wrong side of the road looking for a place to stop. A policeman stopped her on the road and called an ambulance. When they arrived, they took the patient to the hospital. The patient was not aware of what treatment or medication that was provided to her. There is no report about what the patient's blood glucose readings were during the hospitalization. At the time of the report, the patient was still at the hospital and the patient decided to remove the sensor from her body as she was still getting signal loss. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).